Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable ranges. The customer stated that the laboratory information system was displaying different result than that generated on the dimension exl with lm instrument. The customer could not provide instrument data for review and stated that they have no further issues with quality control or patient samples. A siemens headquarters support center specialist stated that the cause of the issue could not be determined without the instrument data. The cause of the discordant, falsely low hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. An ultrasound was performed on the patient, which confirmed the pregnancy. A new sample was obtained from the patient and was tested on an alternate dimension exl instrument, resulting higher and matching the ultrasound result. The corrected result from the alternate dimension exl instrument was not reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg result.

Manufacturer narrative:
The initial MDR 2517506-2018-00070 was filed on 05-feb-2018. Additional information (09-feb-2018): the customer stated that the initial human chorionic gonadotropin result of 2 miu/ml was flagged with an abnormal assay. As per dimension exl with lm operator's guide, a result with abnormal assay flag cannot be reported. The sample should be repeated. The customer did not follow the instruction and reported the initial result with abnormal assay flag. The cause of the discordant, falsely low human chorionic gonadotropin result being reported was due to the use error. Conclusion code has been updated. Corrected information (13-feb-2018): date of event section of the initial MDR states that the event date was (B)(6) 2017. The correct event date is (B)(6) 2017. Date of event section has been updated with this information.